Manufacturer narrative:
We received one catheter with an attached monoject 3ml syringe with 1.5 ml limited volume in sealed, unopened packaging for examination. As received, two pieces of black hair-like particulate were observed on the inside edge of the sealed catheter package. The package was then opened to remove hairs and test catheter. One end of the particulates appeared to be consistent with hair follicle. Both hair particles were approximately 7.5 cm long. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage was observed from the catheter body and returned syringe. All through lumens were patent without any leakage or occlusion. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, the packaging of this swan-ganz catheter was not opened but a black hair was observed inside the package. The catheter was replaced without being used. There is no allegation of patient injury.